Manufacturer narrative:
The device was not returned for evaluation. There were no related remarks in the batch record filling and visual inspection records. The syringes were 100% visually inspected, items with air bubbles would have been rejected. The retention samples were inspected and contained no air bubbles. No further investigation was possible without the complaint sample. There have been no similar complaints reported in this lot number except by this reporter. Labeling states, "purge the remaining air from the syringe by holding the syringe barrel with one hand and gently depressing the plunger rod with the other until ovd appears at the cannula tip." (B)(4).

Event description:
Adverse event(s): "no harm to the patient" (no consequences or impact to patient). Product problem(s): "air was seen in the syringe during use" (no code available [syringe]). A nurse reported air was seen in the syringe during use. There was no harm to the patient, however, to remove the air from the syringe added extra time to the surgical procedure. There are four medical device reports being submitted; this report is for the third patient.